Event description:
Reporter indicated that pt went to the emergency room for increase in seizures. It is unk whether seizures are above, at, or below pre-vns baseline. Good faith attempts were made with this physician to obtain further info surrounding this event; however, these attempts went unanswered.